Manufacturer narrative:
H6: investigation summary. Review of the DHR for serial number: (B)(6) and pn: 657675r1 was reviewed. The instrument met all the manufacturing specifications prior to release. Called the customer. Leak origin is still unknown, suspected from connection between syringe and pump 1's 3-way distribution valve. Unscrewed the syringe and cleaned it. Added a small amount of lubricant onto the bottom part of the thread and screwed it back in. Customer will test by priming the hts and will report to techsupport via email. Customer confirmed the issue is resolved. Resolved by remote support from helpdesk. Instrument is working as expected. Leak was sheath fluid. No one was exposed to any biohazard. Based on the investigation result, and the fse¿s report the root cause could not be determined. Based on the investigation results and the fse report the complaint was unconfirmed.

Event description:
It was reported that during use with a bd lsrfortessa¿ the waste line was leaking outside of instrument. The following information was provided by the initial reporter: hts is leaking sheath fluid from the primary pump and valve (2) leak origin is still unknown, suspected from connection between syringe and pump 1's 3-way distribution valve. Unscrewed the syringe and cleaned it. Added a small amount of lubricant onto the bottom part of the thread and screwed it back in. Customer will test by priming the hts, and will report. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. What was the fluid that leaked? Sample and saline solution. 4. What is the source of leak -- waste line or non-waste line? Waste line. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No¿.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd lsrfortessa¿ the waste line was leaking outside of instrument. The following information was provided by the initial reporter: hts is leaking sheath fluid from the primary pump and valve (2) leak origin is still unknown, suspected from connection between syringe and pump 1's 3-way distribution valve. Unscrewed the syringe and cleaned it. Added a small amount of lubricant onto the bottom part of the thread and screwed it back in. Customer will test by priming the hts, and will report. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sample and saline solution. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No¿.